Event description:
End user fell while using the device and suffered a herniated disc.

Manufacturer narrative:
It was reported via email that one of the triangular hand screws was found to be stripped. Despite this, the end user continued to use the device. During use, one leg of the device retracted into the frame and the end user allegedly fell and suffered a herniated dics. We were unable to gather add'l details as the husband declined requests to speak with us. The weight of the end user is not known. It is not known why she was using the rollator, if it had been maintained or for how long she had it. The sample was returned and evaluated. One of the triangular hand screws was bent and found to be stripped. The owner's manual indicates the triangular knobs should be secure. A stripped knob cannot be secured and this would be apparent to an end user.